Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's daughter phoned into patient services to report that the patient felt "like their whole inside is jerking." The caller was informed to contact the patient's physician to discuss their symptoms. Follow-up was completed with the patient's clinic. The allied health professional (ahp) at the clinic was able to verify that the patient was seen in-office on the same day as they called into patient services. Ahp stated it was discovered that the patient was experiencing diaphragmatic stimulation. Reprogramming was completed at that time and the patient has not experienced any further symptoms. The lead remains in use. No further patient complications have been reported as a result of this event.